Manufacturer narrative:
(B)(4). One contact therapy cool path duo ablation catheter was returned for evaluation. The results of the investigation concluded the catheter met sjm specifications for acceptable resistance values with no open or short circuits detected while undeflected, deflected, and during manipulation. The catheter also functioned per requirements during ablation simulation. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the reported pericardial effusion remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Manufacturer narrative:
(B)(4).

Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occurred. While manipulating the ablation catheter, it was noted the tip appeared outside of the geometry of the left atrium; however, there were no symptoms of an effusion and the procedure continued. Near the conclusion of the procedure, an ice catheter revealed a pericardial effusion, for which a pericardiocentesis was performed. There were no performance issues with the catheter during the procedure.